Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen was cracked and the pump was no longer functional, and the user did not recall how the damage occurred. Symptoms included no reported impact to blood glucose. Outcomes included device replacement and instructions to discontinue use of the damaged pump, with guidance to back up therapy and continue cgm through the dexcom app or receiver. Investigation included customer care assessment, verification of shipping and return logistics, and instructions to shut down the device to prevent further alerts. Investigation of this case revealed physical damage to the touchscreen rendering the device nonfunctional and non-watertight, consistent with a damaged display component and enclosure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact of unknown origin.